Event description:
The hospital reported that during an endoscopic vein harvesting procedure, one hemopro 2 device shorted out and stopped working and a second device stopped cauterizing and burning. The hosp reset the second device twice by waiting for 30 seconds; however, it still would not cauterize. A third replacement device was used to complete the procedure. The hosp did not report any pt effects. The hosp intends to return the products in question.

Manufacturer narrative:
The devices have not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the devices. A supplemental report will be submitted if the devices are received. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).